Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of the femoral artery using a starclose se device. Reportedly, halfway through deployment of the thumb advancer, vessel access was lost because the device slipped backwards. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device revealed that the thumb advancer was fully deployed. The locator wings remained in fully deployed positions. Although, this is inconsistent with the reported loss of arterial access that occurred at halfway point of thumb advancer deployment, additional information from the customer indicated that thumb advancer deployment was completed once the device was outside of the patient anatomy. There was no indication that during thumb advancer deployment the garage block had come into contact with the j-hook, a component at the distal end of the release rod that would have activated the safety release resulting in premature collapse of the locator wings. During lab testing, the device was disassembled, cleaned, re-assembled, and re-deployed successfully as intended. The reported product experience could not be duplicated. Possible contributing factors for the reported loss of arterial access due to the device slipping backwards during thumb advancer deployment include, but not limited to, manufacturing deficiencies, challenging patient anatomical conditions, and an incorrect operator deployment technique. During manufacturing, all locator wings are inspected for proper assembly, proper release rod installation, and proper deployment of the locator wings. There was no challenging patient anatomical condition reported that could have contributed to the reported loss of arterial access. A femoral angiogram was performed prior to arteriotomy closure that did not reveal any vessel calcification or vessel tortuosity. Additionally, there was no reported access site or groin scarring. There was no reported information to suggest an incorrect operator deployment technique such as, inadvertent activation of the safety release mechanism that could have resulted in the premature collapse of the locator wings resulting in a loss of arterial access. The device performed according to specifications and no manufacturing or quality deficiency was detected. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported loss of arterial access during thumb advancer deployment could not be confirmed. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed, which did not indicate any previous incidents reported for a loss of arterial access due to the device slipping backwards during thumb advancer deployment for the lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.